Manufacturer narrative:
The device was inspected at sorc. Sorc checked the subject device and found that the reported phenomenon was caused by water ingress into the insides of the ccd unit and the cable. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the damage of the electronic circuit due to the water ingress into the insides of the ccd unit and the cable. The water ingress pathway was unknown. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the image was noisy and flickered. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.